Manufacturer narrative:
H3: the echelon-10 micro catheter was returned for analysis. The total length of the echelon-10 micro catheter was measured to be within specifications. Upon visual inspection, no issues or irregularities were found with the echelon-10 micro catheter hub. The catheter body appeared to be kinked at ~18.0cm, 50.0cm and 85.0cm from the catheter hub. The echelon-10 micro catheter distal tip was noted pre-shaped. The echelon-10 micro catheter distal tip and marker band were found to be separated and missing. The outer and inner tubing material at the broken end exhibited with jagged edges and stretching. The inner elliptical wire at the distal broken end was found to be exposed. Approximately 2.0mm of the distal tip and marker band were found missing. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿marker band dislodge¿ was confirmed as a portion of the distal tip and marker band were found missing. In addition, the catheter body was found to be kinks at several locations. However, the cause for the separation and damages could not be determined. The separated end of the echelon-10 micro catheter exhibited jagged edges and stretching which indicate that the catheter separated when exceeding the tensile strength of the tubing material. In addition, the review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2021-aug-03. It was reported that the marker band was not located.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during a procedure to treat an arteriovenous malformation, the echelon catheter was in place but the tip marker band could not be seen. It was alleged that the marker band was dislodged. The catheter was replaced to continue the procedure. It was noted that the echelon catheter was prepared and flushed and the tip was shaped as indicated in the instructions for use (IFU). There was no harm or injury to the patient. Patient vessel tortuosity was minimal.